Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date in the same month of the onset of peritonitis, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient started treatment with unspecified antibiotics for peritonitis and was switched to hemodialysis after catheter removal. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, at the start of (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.